Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
As the intraocular lens (iol) was inserted into the eye, the surgeon ''didn't like the way the lens was unfolding''. There was no need for incision enlargement, sutures or vitrectomy. Another iol was implanted without difficulty. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 4/20/2017. Device returned to manufacturer? Yes. Device evaluation: the lens was received for evaluation. Inspection at 10x microscope magnification was performed. The lens was observed with one haptic stuck to the optic. The complaint was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned for evaluation. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.